Manufacturer narrative:
The user experienced an event requiring hospitalization while on ilet therapy. Hospitalization requiring inpatient medical management is a serious medical event; however, the underlying diagnosis and cause of the hospitalization were not provided. The user reported passing out during class but confirmed that no hypoglycemic or hyperglycemic event occurred at the time of the event. The user declined to provide additional information regarding symptoms, diagnosis, cause of hospitalization, or contributing factors. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 15-may-2026 it was reported that on (B)(6) 2026 the user experienced an event resulting in hospitalization. The user was admitted on (B)(6) 2026 and discharged on (B)(6) 2026. Treatment during hospitalization included glucagon administration and multiple daily insulin injections. No long-term health effects were reported.